Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026. Once ipg was replaced, the existing leads had no further impedance issues, indicating that the issue was due to the ipg. Based on this information this device is no longer considered reportable.

Manufacturer narrative:
Correction to b5: additional information indicates that surgical intervention was undertaken on (B)(6) 2026. Once ipg was replaced, the existing leads had no further impedance issues, indicating that the issue was due to the ipg. Based on this information this device is no longer considered reportable.